Event description:
During pt treatment operators of the 3100a reported something being wrong with the power (amplitude) knob/potentiometer. The pt was placed on another ventilator with no adverse effects.